Manufacturer narrative:
Correction b5: the location of the leak (omitted on initial) was reported to be at the point of attachment to the IV (intravenous) catheter hub (non-baxter product). Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The interlink inj site sub assembly was missing, however, an unknown non-baxter product was attached to the rest of the set. Additionally, it was observed that the set does not have a solvent bond between the interlink inj (injection) site and the winged female part. Dimensional testing was performed and the measure was within the specification range. Pressure testing was performed which revealed a leak between the female winged part and interlink inj site. The reported condition was verified. The cause of the condition could not be determined as the sample did not have all of its parts for proper evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a interlink system non-dehp i.v. Catheter extension set leaked from an unspecified location. This was observed during testing with a saline syringe prior to patient use. There was no patient involvement. No additional information is available.